Event description:
On 29 mar 2017, the manufacturer was notified of the following: mitroflow valve dla23 was implanted on (B)(6) 2016 and explanted after 0.9 years on (B)(6) 2017. It was replaced by crown cna21.

Manufacturer narrative:
The partial manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla23, s/n # (B)(4), were retrieved and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla23 mitroflow aortic pericardial heart valve at the time of manufacture and release. No further information will be received by the manufacturer form the physician for this event. Based on limited information received the root cause cannot yet be determined at this time. The device is not available for return or analysis.

Event description:
On july 18th the manufacturer received an update that the device was explanted due to the patient developing endocarditis and had to be re-operated on in an acute window of time.